Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Update jul 05, 2017: medical records received. In addition to what was previously alleged, pfs alleges kidney failure after implant, dislocation and unable to walk without support. After review of medical records for the MDR reportability, patient was revised to address metallosis. Revision notes noted some gray metallosis of the greater trochanter soft tissues. MRI showed a fluid collections bilaterally and he was noted to have extremely elevated cobalt and chromium levels. It was also reported in the medical records that subsequent to his metal-on-metal hips, patient ended up with renal failure and on dialysis. Laboratory result for cobalt was above 7ppb. Stem has been added. Product codes and lot numbers were provided. This complaint was updated on jul 18, 2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges patient suffers from pain. Update (B)(6) 2017: medical records received. In addition to what was previously alleged, pfs alleges kidney failure after implant, dislocation and unable to walk without support. After review of medical records for the MDR reportability, patient was revised to address metallosis. Revision notes noted some gray metallosis of the greater trochanter soft tissues. MRI showed a fluid collections bilaterally and he was noted to have extremely elevated cobalt and chromium levels. It was also reported in the medical records that subsequent to his metal-on-metal hips, patient ended up with renal failure and on dialysis. Laboratory result for cobalt was above 7ppb. Stem has been added. Product codes and lot numbers were provided. This complaint was updated on (B)(6) 2017. / / investigation method: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-(B)(4) appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: litigation alleges patient suffers from pain. Doi: (B)(6) 2005 - dor: (B)(6) 2014 (right hip). Patient is a resident of (B)(6). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.